Event description:
It was reported that the patient was experiencing inadequate stimulation and underwent a reprogramming session. During follow up communication the patient disclosed that she had recently suffered a stroke. The cause of the stroke is unknown. The patient has reportedly recovered and obtained coverage.

Event description:
It was reported that the patient was experiencing inadequate stimulation and underwent a reprogramming session. During follow up communication the patient disclosed that she had recently suffered a stroke. The cause of the stroke is unknown. The patient has reportedly recovered and obtained coverage.